Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer stated the pump battery depleted from 100% to 0% within 2-3 days. The customer¿s blood glucose level was not impacted. Review of the pump data by tandem technical support for the past month was unable to confirm the reported battery depletion. In addition, it was observed that the customer charges the pump every 2-5 days. Recommendation was made to the customer to charge pump more daily. Reportedly the customer will continue to use the pump for insulin therapy and monitor the pump battery.